Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the lens had become stuck in the cartridge and would not advance as expected. The reporter confirmed that the device had made contact with the patient during the attempt. Despite the issue, the procedure was completed on the same day. There are four medical device reports associated with this complaint. This report is 1 of 4. Additional information has been requested however no further information available.